Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00983, 3005168196-2016-00984.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and lantern delivery microcatheters (lantern's). During the procedure, while advancing a ruby coil into an existing coil pack in the aneurysm, the physician encountered resistance. Upon manipulation, while the coil was being retracted, it unintentionally detached inside the lantern. The lantern containing the detached coil was removed. It was reported that the lantern may have gotten kinked in the coil pack which may have caused the coil to unintentionally detach. The procedure then continued using a new lantern and a new ruby coil. While advancing the new ruby coil through the new lantern, the physician still felt resistance and decided to retract the coil. While being retracted, this second ruby coil unintentionally detached inside the lantern with about two centimeters sticking out of the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient. The physician then added a little bit of gel foam and the procedure was completed at this point. There was no report of a device deficiency with the second lantern. In addition, there was no report of an adverse effect to the patient.